Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Update (B)(6) 2012 - patient details, surgery dates, products original resurfacing surgery - (B)(6) 2003. Revision of femoral head - (B)(6) 2004. Revision of xl system - (B)(6) 2010 - (B)(4). Reason for revision of femoral head - unknown. Update - (B)(6) 2014 (left) - we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6).2013. See com (B)(4) for 2nd revision.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.